Event description:
It was reported that the patient with an implantable pulse generator died after ventricular fibrillation. The day and circumstances surrounding the death have been requested and not received. It was reported that the patient with an implantable pulse generator died after ventricular fibrillation. The day and circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The patient's name, dob, dod, gender, other devices, device serial number, circumstances surrounding the death have been received and added to the file. Additional information received indicated that the patient became drowsy in front of the television and went into sudden respiratory distress and emergency medical services were called. The patient became cyanotic and had noisy breathing and then went into cardio-pulmonary arrest. Cardio pulmonary resuscitation was started. A pulse and heart rate of 35 beats per minute was recovered and CPR was continued. At the hospital here were pacemaker spikes at a rate of 75 beats per minute without cardiac activity on the EKG and the patient did not have a pulse. CPR was stopped and the patient died. Cause of death is ventricular fibrillation. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient with an implantable pulse generator died after ventricular fibrillation. The day and circumstances surrounding the death have been requested and not received.

Event description:
Asku